Event description:
Surgeon implanted an osv ii valve, and at the time of closing, the resident noticed that the valve was leaking. The surgeon was paged and after re-scrubbing, he revised the leaking valve. The original valve was replaced with a different model osv ii device by snipping off the peritoneal catheter. Physician has reported that the pt is doing well. Additional information has been requested.